Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a closure fast catheter. The customer reports that she had closure procedure on her left leg in (B)(6) 2008. Recently, the customer was experiencing pain in the leg with feelings of leg weights. Customer had ultrasound of the leg which showed that this procedure may not have closed the vein fully. She states this failed procedure resulted in pain in the leg for which she is using a lidoderm 5% patch.